Event description:
It was reported that, customer waking wet - machine is pulling as he cleans it everyday by running water thru the hose. Rep asked him to put machine on floor it will help to prolong the life of the machine, wash the lid under the faucet to remove all urine residue and check the tip after attaching the hose for inner tube dislodgement and how to fix. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue. (Prepping and placement tips shared). Per additional information received via email on 04dec2025, we have spent around $1400.00 (including your wicks) without any real help. My wife's diaper (most time) is filled with urine and, the pad she lays on is wet. My wife is a former rn (who is handicapped and she is on medicaid) so, we have tried all positions to apply the wick and, sometimes it does collect a fair amount of urine but, it's not a consist product. Here's the information you requested. Pw 100 sn: (B)(6) date of manufacture 2025-03-15. She has bad diaper rash/fungus that we are applying zink cream as directed. Her nurse (who comes) suggested zinc but, it appears we will need to visit her doctor to see what else can be done. One of your staff (whom I spoke with on the phone) gave some suggestions such as, put the container on the floor as it would work better (even though your commercial's show it on a table) as gravity would help the flow. I've made an appointment with my wife's doctor to have her look at the rash and, see what medicine she needs to take to clear it up. Per additional information received via email on 08dec2025, I just threw her diaper away cause the garbage truck came right now and I want to make sure that the garbage got put out so I don't have a picture but her diaper was very heavy urine loaded. Hopefully we can get this thing to work because we definitely want to use it. Thanks so much for your understanding. Hi (B)(6). Here. This is all the pee that we have from last night about a half an inch more photos to follow. This is the wet spot on the pad. We have put down for (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Evaluation of sample noted: photo samples were returned showing a purewick urine collection device and canister. A second photo of a bed with urine stains was also sent. Evaluation of the photos showed that the collection canister had collected some urine. Evaluation of the second photo showed that a bed had been stained with urine. Photos did not show the wick, could not determine a cause of the leakage from the photos returned. As the cause of the leak is unknown, the reported event is confirmed, cause unknown. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the patient is waking wet, machine is pulling as he cleans it every day by running water thru the hose. Rep asked him to put machine on floor it will help to prolong the life of the machine, wash the lid under the faucet to remove all urine residue and check the tip after attaching the hose for inner tube dislodgement and how to fix. Used with flex wicks. No additional information provided. Troubleshooting resolved the issue. (Prepping and placement tips shared). Per additional information received via email on 04dec2025, we have spent around $1400.00 (including your wicks) without any real help. My wife's diaper (most time) is filled with urine and, the pad she lays on is wet. My wife is a former rn (who is handicapped and she is on medicaid) so, we have tried all positions to apply the wick and, sometimes it does collect a fair amount of urine but, it's not a consist product. Here's the information you requested. Pw 100 sn bmkqpg1282 date of manufacture 2025-03-15. She has bad diaper rash/fungus that we are applying zink cream as directed. Her nurse (who comes) suggested zinc but, it appears we will need to visit her doctor to see what else can be done. One of your staff (whom I spoke with on the phone) gave some suggestions such as, put the container on the floor as it would work better (even though your commercial's show it on a table) as gravity would help the flow. I've made an appointment with my wife's doctor to have her look at the rash and, see what medicine she needs to take to clear it up. Per additional information received via email on 08dec2025, I just threw her diaper away cause the garbage truck came right now and I want to make sure that the garbage got put out so I don't have a picture but her diaper was very heavy urine loaded. Hopefully we can get this thing to work cause we definitely want to use it. Thanks so much for your understanding. This is all the pee that we have from last night about a half an inch more photos to follow. This is the wet spot on the pad.